Manufacturer narrative:
Facility called to report that one of the handlers of a medivators advantage plus machine experienced exposure symptoms from the rapicide pa high level disinfectant. The exposure symptoms described was an allergic reaction causing a rash/outbreak on their eyelids. Medivators ra spoke directly with the facility manager. Rapicide pa sds was sent as an informational reference. It was reported that the exposed user is no longer working in the reprocessing room. Per conversation with the manager, it was confirmed the user was wearing protective goggles. It was also agreed that this was an unusual event. Medivators has not been able to reach this facility for additional follow up on symptoms or current status of the handler. This complaint will continue to be maintained within medivators complaint system.

Event description:
Facility called to report that one of the handlers of a medivators advantage plus machine experienced exposure symptoms from the rapicide pa chemistry.